Event description:
Device analysis was performed on the returned superion indirect decompression spacer. Visual inspection found that the left superior cam lobe was slightly bent away from the median line and severe abrasion was observed on the mating surface of the actuator. In addition, the spacer deployed with resistance and the inferior cam lobe would not retract without additional effort during functional testing. This excessive force resulted in wear of the pivot pins which caused the malfunction of the cam lobes. Product analysis confirmed that the most probable cause of the complaint is unintended use error caused or contributed to event. Additionally, a labeling review was completed and revealed no anomalies. The instructions for use (IFU) states deployment should not be forced or implant breakage or damage to bony structures may result. Furthermore, it states that if resistance to deployment is encountered, and repositioning of the implant is required, rotate the driver counterclockwise until a positive stop is reached and withdraw dorsally to collapse the cam lobes.

Manufacturer narrative:
Correction to the initial MDR in block b5. A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.

Event description:
Device analysis was performed on the returned superion indirect decompression spacer. Visual inspection found that the left superior cam lobe was slightly bent away from the median line and severe abrasion was observed on the mating surface of the actuator. In addition, the spacer deployed with resistance and the inferior cam lobe would not retract without additional effort during functional testing. This excessive force resulted in wear of the pivot pins which caused the malfunction of the cam lobes. Product analysis confirmed that the most probable cause of the complaint is unintended use error caused or contributed to event. Additionally, a labeling review was completed and reveal no anomalies. The instructions for use (IFU) states do not force deployment or implant breakage or damage to bony structures may result and avoid application of excessive stress on instrumentation. Furthermore, it also warns should any resistance be encountered during deployment of the superion implant, it may be suggestive of interference between the implant and bony anatomy (e.g., lamina, hypertrophic spinous process), and/or suboptimal implant positioning.